Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's right implant has reportedly moved. The revision surgery is scheduled for (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the implant housing migrated from its intended position. Further, 8 channels were found extra-cochlear at explantation. This is a final report.

Event description:
The user's implant has reportedly moved. Migration was first noticed in (B)(6) 2023. No trauma has been reported. There is no sign of infection. The repositioning surgery was scheduled for (B)(6) 2023, however the user was re-implanted with a new device. The concerned device had migrated anterior/inferior and sat at the mastoid cavity. It was also noted that the array had partially migrated from the cochlea. The surgeon initially intended to reposition the device however he believed he had damaged the lead wire inadvertently with a scalpel while clearing away tissue.